Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the fibro calcified and moderately tortuous proximal right coronary artery (rca). A 10 mm x 3.00 mm wolverine cutting balloon was used to dilate the lesion. During the procedure it was noticed that blood was coming back in the inflator/deflator and it would not hold pressure at about 4 to 5 atmospheres, and on the third inflation the balloon ruptured. The procedure was completed with a different device. There were no mal-effects or issues to the patient, a good prognosis, and everything came out okay.